Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for the third surgical case, the system shut down and would not restart. The procedure was cancelled.

Manufacturer narrative:
The cpu was received for evaluation. A visual assessment of the returned sample showed no issues. The cpu was installed into a calibrated system hotbed and the system would not turn on. The power printed circuit board (pcb) was taken out of the host and troubleshot for a host. The component was found to be short, causing the 12v to short in the power distribution pcb in the system. The root cause of the reported event can be attributed to a short component on the pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The company service representative replaced the host central processing unit (cpu). The system was then tested and met all product specifications. The system was manufactured on july 18, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming host central processing unit (cpu). The manufacturer internal reference number is: (B)(4).